Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and noted that quality controls were in range on 14-sep-2020. Siemens dispatched a customer service engineer (cse) to the customer site. The cse ran service methods, and the results were within specification. The cse inspected the dimension vista 500 instrument and noted that reagent (r1) belts were worn. The cse replaced the r1 vertical, and horizontal belts, and the r1 probe. The instrument was primed, and the alignments were verified. The cse completed maintenance and ran a quick check. The results were acceptable, and the cse noted no issue. The r1 service methods were performed, and the results were within specification. The operator performed a carbon dioxide (co2) calibration, followed by a co2 precision test, and the results were acceptable. Siemens monitored the instrument and completed a follow-up. The customer noted no further issue. Siemens concluded that the malfunctioning r1 vertical and horizontal belt or r1 probe is the potential cause of the falsely depressed carbon dioxide (co2) result. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2517506-2020-00307 was filed for the same event.

Event description:
The customer obtained one discordant, falsely depressed, carbon dioxide (co2) result for one patient sample on the dimension vista 500 instrument. The result was reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista instrument. The repeat result was higher, and considered correct. The customer issued a corrected report. There are no reports of patient intervention, or adverse health consequences due to the falsely depressed co2 result.